Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a catheter that broke/separated from hub. Product defect was noted during use. The following information was provided by the initial reporter: the needle was punctured on 6.1, and the catheter was broken on 6.3. During infusion on the third day, it was found that the catheter was broken and the broken part of catheter fell on the floor. The indwelling needle and the film were fixed well on the patient's hand 2020.06.04 updated event description as follows: the patient was a 16-month-old boy. He was admitted to the hospital due to gastrointestinal bleeding (caused by ingestion of a foreign body). He was put on the indwelling needle feima at 14:28 pm on (B)(6). Puncture site: back of left hand. At about 9:30 in the morning on (B)(6) , the nurse found that the catheter part was separated from the catheter seat when the patient was infused, and the other parts of the application and indwelling needle were fixed intact. After searching, the catheter was found on the ground beside the bed. Compare the length of the broken tube with the part of the indwelling needle catheter to determine the integrity of the broken tube and no residue in the patient. The patient is in normal condition.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262957. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photograph was submitted for review, the nature of the reported failure mode prevents our engineers from determining the root cause from the image alone. In lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
Patient date of birth: no date of birth was provided, therefore a default one has been listed as (B)(6) 2020 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced a catheter that broke/separated from hub. Product defect was noted during use. The following information was provided by the initial reporter: the needle was punctured on 6.1, and the catheter was broken on 6.3. During infusion on the third day, it was found that the catheter was broken and the broken part of catheter fell on the floor. The indwelling needle and the film were fixed well on the patient's hand. (B)(6) 2020 updated event description as follows the patient was a (B)(6) boy. He was admitted to the hospital due to gastrointestinal bleeding (caused by ingestion of a foreign body). He was put on the indwelling needle feima at 14:28 pm on (B)(6). Puncture site: back of left hand. At about 9:30 in the morning on (B)(6), the nurse found that the catheter part was separated from the catheter seat when the patient was infused, and the other parts of the application and indwelling needle were fixed intact. After searching, the catheter was found on the ground beside the bed. Compare the length of the broken tube with the part of the indwelling needle catheter to determine the integrity of the broken tube and no residue in the patient. The patient is in normal condition.